Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-15014. It was reported that the patient's right ventricular and right atrial leads had sustained fractures on the lead body tubing. Both leads were capped on (B)(6) 2021 and a new atrial lead was implanted. The patient's health condition was unknown.